Manufacturer narrative:
The product was returned to the manufacturing site for investigation. Within the sample provided, some of the pouches were found to be open, or the seals were found to be below the lower specification limit. Investigation revealed that the sealing bar of the sealer was operating below the set point on the sealer's control unit. Recall z-1225/8-2011 of the affected product has been initiated and was reported to the FDA per 21 cfr part 806 on december 21, 2010.

Event description:
It was reported via a phone call with a medtronic representative that a transvalvular insertion tool (tvi) had an open pouch seal potentially compromising the sterility of the device.